Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lift v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Not returned.

Event description:
Failed total hip. Head stem disarticulation. Resulted in revision of the stem, head and liner. Djo expert stem was used. Update 16-jul-2018: patient's hip was revised due to disassociation of the head from the stem. Trunnion wear noted to a degree that the stem was revised. Metallosis was reported, with the presence of some (not a great degree of) black tissue observed. Ion levels not reported. Shell was well fixed and well positioned and was not revised.